Event description:
It was reported that the md performed the seldinger technique and while threading the catheter over the guidewire the intra-aortic balloon (iab) became stuck. As a result, the md removed the iab from the guidewire and another iab was used to complete the procedure. There were no reported patient complications.